Event description:
The manufacturer received information alleging an alice night one device non-working. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca with electrical damage, top enclosure is broken, auxiliary cover is damaged, cannula port with contamination, flex circuit & led frame flex cable is damaged. The customer complaint is able to reproduce.